Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during a biliary stent implantation procedure in the middle lower part of the bile duct. According to the complainant, on (B)(6) 2013, the stent was implanted after an ercp (endoscopic retrograde cholangiopancreatography) was performed for treatment of a stricture caused by pancreatic cancer. On (B)(6) 2013, patient experienced abdominal pain. Perforation was suspected based on CT examination but was not confirmed because the patient refused to have the ercp procedure. The physician could not determine if the cause of the patient¿s pain was a tumor, a perforation or an ulcer. However, it was reported the pain was relieved and the patient was discharged in stable condition. The procedure was completed with this device in place and there was no problem with the patient¿s condition at the conclusion of the procedure.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during a biliary stent implantation procedure in the middle lower part of the bile duct. According to the complainant, on (B)(6) 2013, the stent was implanted after an ercp (endoscopic retrograde cholangiopancreatography) was performed for treatment of a stricture caused by pancreatic cancer. On (B)(6) 2013, patient experienced abdominal pain. Perforation was suspected based on CT examination but was not confirmed because the patient refused to have the ercp procedure. The physician could not determine if the cause of the patient¿s pain was a tumor, a perforation or an ulcer. However, it was reported the pain was relieved and the patient was discharged in stable condition. The procedure was completed with this device in place and there was no problem with the patient¿s condition at the conclusion of the procedure. **additional information was reported that ercp (endoscopic retrograde cholangiopancreatography) was performed to the patient. Then it was confirmed that the advanix stent was not in contact with the duodenal wall. Also it was confirmed under endoscopy that there was no perforation. It was concluded that the patient¿s abdominal pain was not a symptom caused by the stent. The complainant did not allege any malfunction or deficiency with the device. No medical intervention or treatment was performed to address the pain.